Manufacturer narrative:
Of the 15 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 088 issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-81 years of age and between 28 and 215 pounds. Of the reported patients, 5 were male, 9 were female, and 1 was unknown.